Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri). During the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing and low pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition.